Manufacturer narrative:
The reported event for high impedance could not be confirmed. As received, the extension lead was damaged prior analysis and no conclusive result could be obtained. The damage on returned extension lead is consistent with explant damage. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer report 1627487-2021-00994. It was reported that high impedance issue was observed on the lead. Lead and extension were explanted and a new lead was implanted as a result. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.